Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow up report will be submitted as applicable. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026, a patient underwent a stent placement procedure using a lifestream device for left renal artery stenosis. Pre deployment evaluation demonstrated that the lesion was highly focal, with a significant portion of the stent expected to extend into the aorta. At that point, a decision was made to remove the device and use another stent. The stent was withdrawn, and inspection revealed that it had dislodged from the balloon within the left renal artery. Multiple attempts were made to snare the stent; however, these were unsuccessful. The stent ultimately became lodged in a segmental branch of the renal artery, which had spasmed around it, rendering it unretrievable. The current condition of the patient is unknown.